Event description:
A review of service data has detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt was found to have a damaged trunk cable connector. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluations summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the connector locking nut was broken, which would prevent the electrode belt from properly securing into the monitor. The root cause for the broken locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted form the damaged electrode belt connector. The last pt to use this belt did not report any deficiencies.